Event description:
New information available on 8/28/2018 states that, malfunction was noted first via merlin.net transmissions. Patient did not have any adverse events and was stable pre, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 for insulation damage. No further information was available.